Manufacturer narrative:
Patient called due to the stuck button alarm and failed battery alert. Device had minor scratched display window, missing display window cover, scratched case, cracked case at the corner of the belt clip rail and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the thus download to verify failed battery alarm, unable to verify keypad unresponsive/stuck button alarm/pump error 61 and unable to generate the power management graph due to critical pump error (open book image) alarm. The crest software download was utilized and successful. The thus history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test due to critical pump error (open book image) alarm. Powered the insulin pump on using the aa 1.5 volts battery and continue bootloader traces download using xtest rf, crest and thus. Bootloader traces using xtest rf, crest and thus was successful. Per r&d engineering, suspecting the hw. The xtest bootloader traces do not provide the additional information, thus problem isolated on the electronic assembly. During visual inspection, the electronic assembly had moisture damage and the keypad traces was corroded. No damage noted on the motor or on the force sensor. Device had critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to verify failed battery alarm and stuck button alarm due to critical pump error (open book image) alarm.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer reported ta battery failed alert after a stuck button alarm. Pump did not alarm battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.